Manufacturer narrative:
Received one dpt without any attached component. The dpt did not zero nor sense pressure on a nihon kohden bedside monitor. Electrical testing showed that the output impedance of 2102 ohms was out of specification; per the IFU, the output impedance specification is 300 +/- 15 ohms. The #3 leadwire was found not making complete contact with the outer pad. No visible defect was observed at the supercomal cable connector. Visual examinations were performed under 10x magnification. The customer report of pressure measurement issue was confirmed. The defect was confirmed to be a related to the manufacturing process. Actions are being initiated to investigate the root cause and implement any necessary corrective actions. The device history record review was not performed because the lot number is unknown.

Event description:
It was reported that "pressure measurement became inaccurate during use. There was no problem during surgery but after the surgery, pressure measurement rose to 200mmhg when dpt cable right beside the sensor got bent a little. It returned to the normal value when customer straighten back the cable. The waveform was normal except when the cable was bent and the pressure value rose. There was no under or over-damping of the waveform. The line was confirmed to be patent. The reporter noted that there was a possibility of a loose connection between the sensor and dpt cable.